Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: -according to our investigators, the cause of the reported issues, bent outer tube and broken lens is most likely attributable to the application of excessive force. -due to the bent outer tube, a lens in the optical system is broken and the image appears blurred. -the slight scratches at the distal end are due to wear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope had cracked lens. The issue occurred during reprocessing of a therapeutic procedure. There were no reports of patient harm.